Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. It was reported by the customer "needle safetyglide not allowing the medication to push." Needle safetyglide not allowing the medication to push.

Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. A device history record review was completed for provided batch number 2195356. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of batch 2195356. During the history review, two lots were identified as having suffered from clogged needles due to silicone. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. It was reported by the customer "needle safetyglide not allowing the medication to push." Needle safetyglide not allowing the medication to push.